Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device involved in the event was not returned, therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, the patient in a study underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. An unspecified time after surgery, on the same day, two blood vessels ruptured which required superficial subcutaneous vessel tied off in surgery. Signs and symptoms included pain, fever, and bleeding. The patient was hospitalized overnight and released on (B)(6) 2016. The patient followed up with physician on (B)(6) 2016 and the medical situation is resolved. The patient was treated with oxycodone and acetaminophen.